Event description:
It was reported that when the device and reload cartridge were used during a laparoscopic roux-en-y procedure, there were no staples in the reload cartridge. It was the fourth cartridge fired, the device cut the stomach tissue, but delivered no staples, resulting in surgeon being forced to suture the tissue. There was extended or time by two hours. There was no consequence to patient.